Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the error message which led to a 1.5-hour delay occurred due to cable connection was wrong. However, the root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Troubleshooting was performed and the issue was rectified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the unknown procedure using the evis lucera elite video system center, they were getting an error message that the video cable could not connect and there was no image. The device was unable to be used causing approximately a one and a half-hour delay. Per the customer the delay was not clinically relevant. The customer was provided remote support by the field service engineer and it was identified that four cables had been placed wrong by the site. The issue was rectified and the customer was able to continue with the procedure list. No medical intervention was required. No patient harm was reported.